Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment there was not display on the screen. The was device was cleaned and inspected; tested and calibrated on automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no display on the liquid crystal display (lcd) screen. The epg was returned for repair. No patient complications have been reported as a result of this event.